Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to t wave oversensing. The smartpass (sp) feature of the s-ICD was disabled. The system was reprogrammed to a different sensing vector. Then, this patient received additional inappropriate shocks due to t-wave oversensing. This s-ICD system was again reprogrammed to alternate sensing vector. Additional information was received that the sp had been disabled seven times since implant. Technical services (ts) reviewed noting this patients heart rate, along with very small r waves were the cause. At the time this patient was last seen in clinic the sp was re enabled post magnetic resonance imaging programming and remains enabled. This electrode and s-ICD remains in service. No adverse patient effects were reported.